Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient¿s blood glucose reached 16 mmol/l (288.3 mg/dl) and that the cannula was bent. The patient did some physical exercises and treated her hyperglycemia with a new pod. The pod was worn between 24 and 36 hours on the abdomen.